Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited high shock impedances out of range. A synch max energy shock was recommended by technical services (ts). A defibrillation threshold (dft) test was performed, and the shock impedances were greater than 125 ohms indicated of an open circuit. Technical services (ts) discussed physician discretion options for replacing lead. This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high shock impedances out of range. A synch max energy shock was recommended by technical services (ts). A defibrillation threshold (dft) test was performed, and the shock impedances were greater than 125 ohms indicated of an open circuit. Technical services (ts) discussed physician discretion options for replacing lead. This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the right ventricular (rv) lead exhibited high shock impedances out of range. A synch max energy shock was recommended by technical services (ts). A defibrillation threshold (dft) test was performed, and the shock impedances were greater than 125 ohms indicated of an open circuit. Technical services (ts) discussed physician discretion options for replacing lead. This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully implanted. No additional patient adverse effects were reported.